Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a fault code 1003. Data analysis was performed and confirmed that the device was at early stage of premature battery depletion (pbd). Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported. Product return information has been requested to the field

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a fault code 1003. Data analysis was performed and confirmed that the device was at early stage of premature battery depletion (pbd). Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported. Product return information has been requested to the field. Additional information received indicate that this device was not explanted and currently remains in service. The plan is that the device will be explanted in near future. No adverse patient effects have been reported.

Manufacturer narrative:
This report contains correction in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. The battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. Detailed battery analysis determined that a latent current leakage path had occurred within the battery itself, resulting in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior. This report contains correction in section d6b explant date. This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes. This report contains correction in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a fault code 1003. Data analysis was performed and confirmed that the device was at early stage of premature battery depletion (pbd). Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported. Product return information has been requested to the field. Additional information received indicate that this device was not explanted and currently remains in service. The plan is that the device will be explanted in near future. No adverse patient effects have been reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device was returned, and analysis was completed, and the report is updated with the product investigation results.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a fault code 1003. Data analysis was performed and confirmed that the device was at early stage of premature battery depletion (pbd). Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported. Product return information has been requested to the field. Additional information received indicate that this device was not explanted and currently remains in service. The plan is that the device will be explanted in near future. No adverse patient effects have been reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to return for analysis.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes. This report contains correction in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Manufacturer narrative:
This report contains correction in section d6b explant date. This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes. This report contains correction in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a fault code 1003. Data analysis was performed and confirmed that the device was at early stage of premature battery depletion (pbd). Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported. Product return information has been requested to the field. Additional information received indicate that this device was not explanted and currently remains in service. The plan is that the device will be explanted in near future. No adverse patient effects have been reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to return for analysis.